Event description:
It appears there is excessive eccentric poly wear with possible poly disassociation. ***update - report received from sales rep states that patient was revised (B)(6) 2012 due to neck trunnion impingement on rim of liner, which was worn and cracked, and the hooded area was elongated. ***

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d 6/10/2014 - litigation received for asr; however, the information on file confirms that this patient had pinnacle implants for this hip with this date of implant. Complaint is being updated to be marked as legal, since litigation has been received. There is no new additional information that would affect the investigation. This complaint was updated on: 07/07/14.

Manufacturer narrative:
It appears there is excessive eccentric poly wear with possible poly disassociation. Doi: (B)(6) 2009 - dor: none reported or scheduled (left hip) ***update - report received from sales rep states that patient was revised (B)(6) 2012 due to neck trunion impingement on rim of liner, which was worn and cracked, and the hooded area was elongated. The devices associated with this report were not returned. A complaint database search finds no other related reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.